Manufacturer narrative:
.

Event description:
Lead management procedure to extract two cardiac leads due to bacteremia. Both leads were then cut and prepped with llds. The physician began with the rv lead extraction sing a 14f glidelight. After approximately 49 seconds the glidelight was switched to the ra lead for 38 seconds. The glidelight was then moved back to the rv lead successfully extracting it. The glidelight was then returned to the ra lead where the physician experienced stalling of forward movement towards the distal end. Lasing continued and a drop of blood pressure occurred and an effusion was noted on tee. The surgeon was immediately called into the room and a sternotomy was performed to repair the injury. The patient survived the intervention.